Event description:
It was reported that the patient presented remotely. Upon review, the implantable cardioverter defibrillator exhibited wireless bluetooth communication problems. No intervention was performed. No patient consequences.

Event description:
New information notes that the patient was seen in-clinic. The device was in bluetooth lockout. Programming changes were made to resolve the issue. No patient consequences.